Event description:
The customer reported noticing a leak from the needle of the coulter lh 750 hematology analyzer while troubleshooting for differential vote outs (non-numeric results). The customer indicated that approximately 10 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and found a disconnected sample line from the differential mixing chamber. The fse reconnected the tubing to resolve the leak, the differential vote outs, and low vacuum error reported. (B)(4).